Event description:
It was reported when using the tube k2edta plh 13x75 4.0 plbl lav br that samples are clotting. This event occurred 15 times. The following information was provided by the initial reporter. The customer stated: ¿samples collected with several tubes have clotted. It was not an error during sample draw, because all the tubes have been homogenized and there are only a few samples it has occurred. There was a huge impact to patients. The samples are clotting even after the correct homogenization, and we've already had serious clots issues with the same batch. On (B)(6) 2022, customer provides the following: quantity affected; r: 17 patients on (B)(6); 2 patients on (B)(6); 11 patients on (B)(6); 15 patients on (B)(6) (this pr has been opened for those 15 patients, because they've happened after (B)(4) was captured); what was the "huge impact to patients"? R: patients were without their results, and additional sample collections were needed; was medical intervention required? R: additional tests; how many times were the tubes inverted? R: from 08 up to 10 inversions performed. The homogenization is correctly performed, and the clots appearing look like there is no "anti-clotting" in the tubes. Were the tubes stored in the refrigerator? R: after sample draw the tubes are sent to lab, they are not stored in refrigerator. What is the time from collection to analysis? R: samples haven't been analyzed at all, because they were clotted.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube k2edta plh 13x75 4.0 plbl lav br that samples are clotting. This event occurred 15 times. The following information was provided by the initial reporter. The customer stated: ¿samples collected with several tubes have clotted. It was not an error during sample draw, because all the tubes have been homogenized and there are only a few samples it has occurred. There was a huge impact to patients. The samples are clotting even after the correct homogenization, and we've already had serious clots issues with the same batch. On 03.may.2022, customer provides the following: quantity affected; r: 17 patients on (B)(6); 2 patients on (B)(6); 11 patients on (B)(6); 15 patients on (B)(6); (this pr has been opened for those 15 patients, because they've happened after pr# (B)(4) was captured); what was the "huge impact to patients"? R: patients were without their results, and additional sample collections were needed; was medical intervention required? R: additional tests; how many times were the tubes inverted? R: from 08 up to 10 inversions performed. The homogenization is correctly performed, and the clots appearing look like there is no "anti-clotting" in the tubes. Were the tubes stored in the refrigerator? R: after sample draw the tubes are sent to lab, they are not stored in refrigerator. What is the time from collection to analysis? R: samples haven't been analyzed at all, because they were clotted.¿

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. All edta tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to clotting were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.